Event description:
The facility reported the unit displayed an error code at the end of the fifth care. Service did come and fix the machine, but there was a two hour delay in the cases. The first patient was in the room when the delay occurred. One patient chose to reschedule. None of the pts required add'l prep as a result. No consumables were saved for evaluation. No additional information is expected.

Manufacturer narrative:
A company service rep checked the system, replaced the us driver coag pcb, and returned it for investigation, including root cause analysis.